Event description:
Bio med report: analyzer - step lock detected error on re-loader wheel. Rv loader wheel not turning to load rvs into process path. Removed and cleaned rv motor and sensors and motor still would not turn. Biomed ordered new motor.